Manufacturer narrative:
H10: the device was received for testing on 28-june-2019. The single used 011-mc330211 extension set was visually inspected and there was seal tearing observed. Subsequent leak testing confirmed leakage. When the y-clave and microclave components were disassembled there was tearing damage on the top surface of the seal that extended to the edge of the seal and some spike necking. This type of damage is typical of access with an incompatible mating device during use. The complaint of leakage was confirmed. The probable cause of the leakage is seal damage typical of access with an incompatible mating device during use. No mating devices were returned to evaluate with the used 011-mc330211 extension set.

Manufacturer narrative:
The product is expected to return for testing and investigation; it has not been received.

Event description:
The event involved a customer report stating that the smallbore extension set leaked while the patient was receiving "amines". The customer further reported that the patients arterial pressure was difficult to stabilize, and the dressing cover was checked and it was noted that there was leakage at the level of the second access point at the proximal site. The device was changed and the arterial pressure stabilized.